Event description:
The cusa excel loaner unit started to smoke internally during priming stage of set up. The unit was tested outside the operating room before using on the patient. No one was injured.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.